Event description:
It was reported that a patient underwent a sling procedure approximately ten years ago. On an unknown date, the patient experienced mesh tape eroding in to bladder/rectum. No further information is available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.